Event description:
It was reported that during the renal pta/stenting treatment procedure, difficulty was experienced removing the express biliary sd balloon catheter following stent deployment. The physician suspected that the balloon became stuck on the stent. The device was successfully removed and the procedure outcome was successful. The pt was reported to have no injuries or complications.